Event description:
During a pta/stenting treatment procedure, difficulty was encountered with the wallstent iliac stent delivery system. The pt was asymptomatic, during this event. The lesion being treated was an 80% stenotic lesion in the left common iliac artery. The physician used a 6 fr medikit introducer sheath through a left femoral vascular access site. The lesion was pre-dilated with an unk balloon. The wallstent was advanced to the target lesion and the balloon was inflated to 20 atms, but the stent only partially deployed. The balloon was inflated again to an unspecified pressure, but the stent could not be fully deployed. The wallstent was removed and the procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.